Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported that the urinary bag as removed due to pain the pt had. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. Reported to FDA on june 27, 2014. (B)(4).

Event description:
It was reported the complainant stated "urine didn't flow in the urinary bag through the hose instead it stayed in pt's urine bladder which causes pain. There was no visible reason for the incidence."